Manufacturer narrative:
(B)(4). The facility stated that a study had been performed by the cath lab and concluded that a coronary event could be ruled out. Teleflex followed-up with the user facility and additional information was received that the cause of death was refractory vasodilatory shock and that blood testing showed tryptase for anaphylaxes. The attending anesthesiologist at the user facility has requested testing for a determination of the anaphylactic cause. It is unknown at this time if a sufficient blood sample is available.

Event description:
A report was received that a central venous catheter (cvc) was placed in the left internal jugular (lij) of a failure patient scheduled for a renal transplant procedure. After a failed insertion into the right internal jugular (rij), the catheter was successfully placed (lij) and secured with sutures. The anesthesiologist stated that within 10-15 seconds, the patient became hypotensive with tachycardia. Vasopressor medications were delivered without effect (refractory to epinephrine). CPR and emco were initiated and the clinician reported that at this time, a cardiovascular episode was suspected and the patient was unresponsive. The patient was moved to the cath lab where it was noted that the patient had increased abdominal size and swelling of the tongue and lips. Due to complications, the transplant was not performed and the patient expired 30 hours after the procedure.

Manufacturer narrative:
(B)(4). No sample was returned for analysis. No information regarding the requested testing by the user facility has been received. The lidstock and a technology insert for the ak-25802 kit were reviewed. Both contain the notice that the arrowgard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine, and/or sulfa drugs. A device history record (DHR) review could not be performed as the lot number was not reported and a lot number could not be found in the sales history of the customer. No conclusions can be drawn based on the information reported and without a sample.

Event description:
A report was received that a central venous catheter (cvc) was placed in the left internal jugular (lij) of a failure patient scheduled for a renal transplant procedure. After a failed insertion into the right internal juglar (rij), the catheter was successfully placed (lij) and secured with sutures. The anesthesiologist stated that within 10-15 seconds, the patient became hypotensive with tachycardia. Vasopressor medications were delivered without effect (refractory to epinephrine). CPR and emco were initiated and the clinician reported that at this time, a cardiovascular episode was suspected and the patient was unresponsive. The patient was moved to the cath lab where it was noted that the patient had increased abdominal size and swelling of the tongue and lips. Due to complications, the transplant was not performed and the patient expired 30 hours after the procedure.